Event description:
On 3/12/91 the ipp device was implanted. On 9/3/97 the pt alleges his device does not deflate fully and causes a semi-erection all the time - he indicates that his implant is crooked and causes pain during intercourse.